Manufacturer narrative:
The complaint device is not distributed int he united states. The complaint unit was manufactured in april 2014 by manan angiotech pharmaceuticals in. Which was purchased by argon medical devices, inc in (B)(4)2013. No discrepancies were noted in the device history record for this lot and there were no other prior related complaints for this lot number. The complaint sample was not sent back to analyses. Unused opened devices were returned to the supplier for analyses. The supplier has been issued a supplier corrective action request (scar) to determine any root cause and/or corrective action. The scar has not been received from the supplier as of (B)(6) 2014. Argon conducted a literature review to determine if there were other reports of dilator tip fracture/breakage in the literature, regardless of manufacturer. This appears to be a very infrequent occurrence. In the review of these articles, the common theme has been that surgeons were experienced enough to retrieve the fragmented piece and that complications were minimal. The likelihood of the fractured tip causing injury is rare. Such a fracture would be visible to the naked eye. If noted, the surgeons would retrieve the fragmented piece before further injury would be caused. It is noted that when the screw dilator is properly used with a guidewire, the screw tip dilator is properly used with a guidewire, the screw tip dilators will not fracture or disconnect when tested in the stimulated worse case use.

Event description:
Physician was performing a nephrostomy. During the procedure, the tip of the screw dilator came apart and lodged in the patients kidney. This was successfully removed.